Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the visiloc introducer set. Prior to the procedure, it was noted the contrast marker of the introducer set had black spots that looked like mold. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one visiloc obturator in two segments was received for evaluation. During visual evaluation, a break was observed distal to the hub on the visiloc obturator and the distal segment was returned. What appeared to be black residue was observed throughout the two segments and the packaging tray. Due to the reported event no functional testing will be performed. Therefore, the investigation is confirmed for the identified break issue as a circumferential break was noted to the obturator. However, the investigation is unconfirmed for the reported device contamination issue as the black liquid noticed is the liquid used within the obturator (the liquid turns black when exposed to oxygen) and not foreign to the device. As the DHR review indicates the reported product lot was released on 10/23/2024 with an expiration date of 04/01/2025. Information provided by the complainant indicates the date of event was 04/08/2025. So, the investigation is confirmed for the reported improper or incorrect procedure or method issue as the device was used beyond the expiry date. The break observed in the obturator, which caused fluids inside to leak and turn black when exposed to oxygen, is a clear primary cause of the reported device contamination problem. However, the definite root cause for the identified break issue could not be determined based upon the provided information. Labeling review: based on the DHR review results the usage of device beyond expiry date is determined to be use related therefore a labeling review was performed. A review of the bd visiloc MRI introducer set instructions for use (IFU ¿ baw1468500, rev. 1) determined the product labeling documentation is adequate. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the visiloc introducer set. Prior to the procedure, it was noted the contrast marker of the introducer set had black spots that looked like mold. There was no patient contact.